Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via telephone call that the customer was hospitalized due to high blood glucose and an infection in the right leg. The blood glucose reading was 1,100 mg/dl. The customer was wearing the insulin pump at the time of the event and the blood glucose reading was brought down to 175 mg/dl. The insulin pump was not replaced or returned for analysis.